Manufacturer narrative:
The event/therapy occurred on an unspecified date sometime between the end of (B)(6) and the beginning of (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had punctured sheeting. This issue was observed before use with patient involvement. The patient stated that the boxes and over pouches were intact and not damaged and no sharp objects had been used to open the supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.